Event description:
It was reported that pump battery needed charging every day. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting, warranty for pump had expired, and issues were documented in patient record without repair or replacement being arranged.